Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The device sensing vector was set to the secondary vector at the time of the shock. Technical services discussed some testing options to try and reproduce the morphology. There were no additional adverse patient effects. The system remains implanted.